Event description:
It was reported that the patient had been hospitalized with hyperglycemia and diabetic ketoacidosis. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for less than a day. The adhesive completely separated from the infusion site, causing the cannula to dislodge. The patient was brought in to hospital by ambulance and was hospitalized for 7 days. The patient was treated with insulin. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.